Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on 09/30/2016. In addition, the handle and bipolar cable being used were also submitted for evaluation. Handle was found to have a slight bend. No other issues with this device. The forceps insert had an electrical short. Electricity most likely traveled from the insert, down the metal handle and to the thumbring where it was making contact with patient's moist skin and caused the burn. There has been one similar event on this device in the last three years, MDR 1418479-2014-00039. Rwmic considers this matter closed. However, in the event rwmic receives additional information, a follow-up report will be provided to FDA.

Event description:
Richard wolf medical instrumentation corporation (rwmic) was recently contact by facility to report a patient received a second degree burn. Prior to the initiation of laparoscopic tubal ligation procedure, device system was lying on patients' abdomen when nurse heard the cautery machine being activate and immediately removed cable from power supply. When device was lifted from patients' abdomen a 1 centimeter second burn was found under thumbring of handle. Forceps insert purchased on (B)(4) 2006, approximately 10 years old. No repair or routine maintenance performed at rwmic since purchase. Handle purchased on (B)(4) 2005, approximately 11 years old. Handle repaired on (B)(4) 2005 and (B)(4) 2010. Kleppinger system made up of the following: handle ID #8384.210 (MDR #1418479-2016-00017). Forceps insert ID #8394.714 (MDR #1418479-2016-00020). Bipolar cable ID #unknown (non rwmic device).